Event description:
It was reported that during the initial right total hip arthroplasty, femoral rasping resulted in a small calcar crack, which was reinforced with three circumferential wires. The procedure was completed without further complication, and the patient tolerated the surgery well. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# us157848 lot# 529220 m2a-magnum pf cup 48odx42id. Cat# 157442 lot# 280450 m2a-magnum mod hd sz 42mm. Cat# 139254 lot# 765450 m2a-magnum 42-50mm tpr insrt-3. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.